Event description:
A customer reported a display issue with the adc device. The customer observed "frozen" display and was unable to view glucose readings. The customer became hypoglycemic and lost consciousness, requiring treatment of glucagon injection administered by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reader (B)(6) was returned and investigated. Visual inspection has been performed and liquid contamination was observed in the usb port. The liquid contamination in the usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased. Visual inspection was performed and liquid contamination was observed due to liquid ingress on the pcba(printed circuit board assembly).therefore, issue in not confirmed to use due to liquid contamination. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported device has been returned and is currently in process of investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The customer indicated this event occurred three times, this report covers 3 of 3 reports. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a display issue with the adc device. The customer observed "frozen" display and was unable to view glucose readings. The customer became hypoglycemic and lost consciousness, requiring treatment of glucagon injection administered by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.